Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had unaligned jaw issues such as, popping when mouth is opened wide, teeth sensitivity, jaw tiredness, some ¿cracking¿ noises/feeling after removing aligners when clenching or pushing down on teeth and tension headaches

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.